Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument were not damaged. The instrument were not being used in the proper manner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument were still being used by the site and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having some issues with their spine clamps during the surgery. It was noted they were having issues with the clamp closing and that the screws on the clamp might possibly be stripped. Unknown delay in the case. There was no reported impact on patient outcome.